Manufacturer narrative:
The occurrence date was an unspecified date in (B)(6) 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set disconnected and caused a leak. The contents of the bag (unspecified) was lost due to the leak. This was identified prior to patient use. There was no patient involvement. No additional information is available.